Event description:
No additional information received.

Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 3275855. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device did not allow fluid to flow. The following information was provided by the initial reporter: when the q-site sits on the dialysis catheter and there is a connection with the tubing of the dialysis machine the pressure increases and the machine goes into alarm. When the q-site is taken out of the equation there is no flow problem - see flow/pressure charts of some patients/events.